Event description:
During posterior segment surgery, the unit shut itself off while there was high pressure in the eye. There were multiple retinal hemorrhages and the pt subsequently developed a gas bubble in the eye. The pt currently has "fingers only" vision. The prognosis is unknown.